Event description:
Alleged event: it was reported that during a laparoscopic cholecystectomy the applier broke in the patient's stomach. The applier was retrieved with care; the medical staff ensured that no remaining pieces were left in the patient's stomach. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.